Event description:
During bronchoscopy procedure the needle would not come out of the sheath for the exelon needle. Rep was contacted. We kept the needle for risk management. FDA safety report ID# (B)(4).